Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested with gluc3 glucose hk gen.3 on a cobas 8000 c 702 module. The erroneous result was not reported outside of the laboratory. The sample initially resulted with a gluc3 value of 1.19 mmol/l. The sample was repeated twice, resulting as 13.22 mmol/l and 13.45 mmol/l. No adverse events were alleged to have occurred with the patient. The gluc3 reagent lot number was 32296501, with an expiration date of 31-jul-2019. The customer uses 13 mm diameter tubes, but does not use rack adapters required for 13 mm diameter tubes. The field service engineer determined that the gear pump pressure was too low. The pressure was adjusted.

Manufacturer narrative:
The calibration and qc data were acceptable, and exclude a reagent issue. The investigation of the sample reaction found that too little sample was transferred. Combined with the alarm trace showing abnormal aspiration alarms for the sample probe around the time of the event, a pre-analytical issue was indicated.